Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number was not provided.the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified mid left anterior descending artery. The patient had an in-stent restenosis at the obtuse marginal. A balance middle weight (bmw) guide wire (gw) was advanced, but the tip became separated. Two unspecified guide wires and an unspecified balloon catheter were used to proceed with the procedure. A non-abbott stent was deployed to embed the separated gw portion and successfully completed the procedure. No additional information as provided.